Manufacturer narrative:
(B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot number qcmdux, and no non-conformances related to the reported complaint condition were identified. An empty opened box and eight unopened samples of product code sxpp1a401, lot # qcmdux were received for evaluation. During the visual inspection of eight unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged were noted. The fixation tab was present in all strand and no defects were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted. An empty labeled winding former, a used needle/suture piece and a tab piece of product code sxpp1a401, lot # qcmdux were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids and the end was cut. The fixation tab y part of the suture was cut. A side of the fixation tab was received for evaluation and marks that appears to be by use of a surgical instrument could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. During continuous suturing, when passing the needle-suture through the tissue, the fixation tab came off the suture. There were no adverse consequences to the patient.